Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: 00801802801-femoral head. Sterile product do not resterilize 12/14 taper-64521813. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02825. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial hip arthroplasty. During the procedure a size 7.5 ml taper stem with a -3.5mm neck length femoral head, and 44mm bipolar shell and liner was opened for implantation into the patient, after a trial reduction process appeared to reveal satisfactory joint laxity and limb length. After actual implantation of implants and subsequent reduction of the implant construct, joint laxity appeared to be dissatisfactory. It was unclear whether there was any subsidence of the actual stem implant vs the trial instrument. It was also unclear whether there was any subsidence of the actual stem implant in-situ during the reduction process. A new femoral head, now a +0mm neck length, was used instead, and surgical reduction revealed joint laxity that was less dissatisfactory than the previous femoral head. This was then accepted by the surgeon. The surgical procedure was completed without any further incident. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A supplier DHR for the head was not requested because a larger head was selected to resolve the laxity issue and therefore it is most likely not related to manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.